Event description:
The patient's family reported that the implantable pulse generator (ipg) had a reset possibly due to an electrical shock caused by a lamp with a short circuit. Follow up indicated that the patient's device had a power on reset (por) and was programmed to vvi65. There was no information indicating a connection to the lamp. The device was reprogrammed, remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).